Event description:
It was reported that the sheath split. An isleeve catheter was in advanced through the right femoral artery. It was then noted on fluro that the radiopaque tip of the introducer had split about 2 cm. The device was exchanged for another of the same device. The procedure was completed successfully and no patient complications were reported. Upon removal of the second sheath it was noted that there was a separation between the 3 sheets. The physician noted that the first introducer may have been damaged during the introduction that perhaps the transition between the dilator and the sheath was rough.

Event description:
It was reported that the sheath split. An isleeve catheter was in advanced through the right femoral artery. It was then noted on fluro that the radiopaque tip of the introducer had split about 2 cm. The device was exchanged for another of the same device. The procedure was completed successfully and no patient complications were reported. Upon removal of the second sheath it was noted that there was a separation between the 3 sheets. The physician noted that the first introducer may have been damaged during the introduction that perhaps the transition between the dilator and the sheath was rough. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 10cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There is typical tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.